Event description:
It was reported by service report that the recliner was going into trend automatically. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: recliner mechanism.